Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to a charge time (CT) of 31.1 seconds. It was noted that the patient had received an appropriate shock for a ventricular fibrillation (vf). Eri behavior was questioned boston scientific technical services (ts) discussed eol was due to CT. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion. No adverse patient effects were reported.